Event description:
It was reported that a patient, who was admitted for pulmonary embolism (pe), was placed on a primary infusion of heparin 500ml. When the nurse came back to bedside to check on the patient, the volume on heparin bag appeared low. The estimated volume at that time should have been about 400ml, but the nurse stated that approximately 100ml was left in bag. Furthermore, the patient was found to be overcoagulated, but the physician decided not to administer reversal drugs due to pulmonary embolism. The patient required additional monitoring. Once the patient was stabilized, the heparin infusion was resumed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is an adult. Although requested, information on a2 and a4 were not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is an adult. Although requested, information on date of birth and weight were not provided.

Event description:
It was reported that a patient, who was admitted for pulmonary embolism (pe), was placed on a primary infusion of heparin 500ml. When the nurse came back to bedside to check on the patient, the volume on heparin bag appeared low. The estimated volume at that time should have been about 400ml, but the nurse stated that approximately 100ml was left in bag. Furthermore, the patient was found to be overcoagulated, but the physician decided not to administer reversal drugs due to pulmonary embolism. The patient required additional monitoring. Once the patient was stabilized, the heparin infusion was resumed.

Manufacturer narrative:
Correction on initial report: d.1, d.4, g.5, h.4 & short description. Additional information provided: d.11. The report of an overinfusion was not definitively confirmed, however internal inspection of the device revealed two cracked and separated bezel bosses. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error log found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Internal inspection of the device revealed the top right and middle right bosses were cracked and separated. The bezel has a date code of 12/14 and is in the recall affected population. Separated bezel bosses can result in the occluder fingers and/or pumping fingers not being in the required position because the broken bezel posts cause the fingers to move out of proper position. This shift in position can be intermittent due to the effect of the movement of the fingers not being constrained by the bezel post because it has become separated. Because the occluder and/or pumping fingers are not in the proper position, there may be failure to occlude and/or failure to pump. This can lead to over or under infusions with no alarm. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 21feb 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 07may2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer report is being attributed to separated bezel bosses.

Event description:
It was reported that a patient, who was admitted for pulmonary embolism (pe), was placed on a primary infusion of heparin 500ml. When the nurse came back to bedside to check on the patient, the volume on heparin bag appeared low. The estimated volume at that time should have been about 400ml, but the nurse stated that approximately 100ml was left in bag. Furthermore, the patient was found to be overcoagulated, but the physician decided not to administer reversal drugs due to pulmonary embolism. The patient required additional monitoring. Once the patient was stabilized, the heparin infusion was resumed.